Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the attachment lock was detached from the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to device has missing components due to user error at the customer site. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the internal component on the attachment device was separated from the attachment. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.